Manufacturer narrative:
Internal complaint reference case-2024-00219403-1.

Event description:
It was reported that on literature review surgical accidents and postoperative complications of recurrent shoulder dislocation treated by suture button fixation with bone occlusion, 1 patient had a radial nerve injury of healthy upper limb and musculocutaneous nerve injury if affected side after a suture button fixation with bone occlusion procedure using an endobutton device. After surgery, the axillary nerve and myocutaneous nerve injury occurred, which were considered to be related to the pulling during the long term of surgery. After surgery, the patient found the radial nerve injury symptoms in the upper limb on the healthy side, which was considered to be related to improper positioning (not fixed according to the requirements of beach chair placement). The patient used neurotrophic drugs and continuous medium-frequency and electric needle stimulation therapy, and the symptoms completely disappeared after 4 weeks. No further information is available.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.